Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the evercross dilatation catheter was received for evaluation with most of the balloon chamber and the inner shaft separated from the rest of the catheter. There was a three-way stopcock attached to the inflation port but no other ancillary devices or cine images from the procedure. The balloon material exhibited a circumferential tear between 2mm and 6mm from the proximal edge of the distal balloon bond approximately the crest of the proximal cone. The remainder of the balloon chamber (distal to the circumferential tear) exhibited a longitudinal tear that extended to the distal balloon bond. The balloon was inverted over the distal bond. There did not appear to be any balloon material missing. The inner shaft was fractured at the proximal balloon bond. The shaft material exhibited significant stretching (length 10cm). Both marker bands were present and there was no indication that any shaft material was missing. The tear was irregular (non-planar) for the full diameter and was connected with the longitudinal tear.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Event description:
Two stents were deployed and the evercross balloon was used multiple times for inflations within the deployed stents. On the last inflation the evercross balloon ruptured. When they tried to remove the balloon through the sheath the physician felt resistance. The physician pulled harder on the catheter to get it to come through the sheath. At that point the catheter shaft broke. All pieces were retrieved.